Manufacturer narrative:
Evaluation revealed all three returned conical extractors (cat # 18066170, 18066171, 18066172) to be primary products. This investigation is related to the conical extractor, male, left hand implant extract. Set 2.5 mm (cat # 18066170, lot code kss142403). The two others will be evaluated separately (phase 3 investigations (B)(4) . Review of the DHR / inspection records revealed no discrepancies and mechanical properties of the material of the device are within specified tolerances. The conical extractor returned was documented as faultless prior to distribution; thus, we exclude deviations in material and manufacturing. The conical extractor is developed for implant (screw) extraction. It is used as the last option (¿emergency instrument¿) in case that standard instruments fail during explantation. According to information received each of the returned instruments was used to remove a non-stryker-plate. The extraction was complicated by the cold-welded screws. During attempts to unscrew them, one of the conical extractors (cat # 18066170) broke. Finally, the plate could be successfully removed piece by piece and by overdrilling the screw subsequently. The brochure ¿implant extraction set / implant extraction guide module one & two¿ informs under chapter ¿precautions and contraindications¿: cold welded screws require cutting tools for metal to remove the screws. The extraction set does not feature carbide drills or other cutting tools to remove cold welded screws. Stryker can only recommend use of the extractor instruments with its own products. Application of the instruments to competitive products or to stryker products that have been altered may be possible but has not been validated. Where competitive products are mentioned in this document this is solely to indicate where application of the extractor instruments appears possible due to similar design or dimensions, and stryker does not guarantee that the extractor instruments demonstrated herein will work in any cases where competitive products are used, or in cases where stryker products have been altered. As a precaution, make sure to have other standard instruments available in case the tolerances of the implants do not match the tolerances of the extractor tool. Damaged screw head. Lightly tapping the conical extractor with a slotted hammer may be tried if purchase is not initially obtained with manual pressure. It is at the surgeon's discretion if and how hard to use the hammer. Assemble the selected conical extractor (male) with the teardrop handle and turn it counter-clockwise while applying pressure in line with the screw axis, extracting the screw at the same time. If the screw does not come completely out, the forceps can be used to complete the extraction. Technical details. Plates to remove any plate, first extract all screws by using the appropriate size screwdriver bits. Remove the plate by using a regular forceps. The development of locking plate technology has led to ¿cold welding¿ of screws to the plates. In this case, cutting tools for metal have to be used for the removal of the screws. Warning: if screws are cold welded to the plate, carbide drills may be required. The extraction set does not feature carbide drills or any other instruments to remove cold welded screws.¿ however, appearance of the breakage surface and the oblique breakage line of the subject conical extractor indicate, that the device broke in a brittle manner due to a combination of torsional overload and high bending stresses (using the item as a lever). The instrument is laser-marked with the information ¿do not lever¿ in order to prevent this kind of issue. Based on the above the root cause of the reported event is not related to a deficiency of the device, but is rather linked to misuse by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by male nurse of the hospital, that the thread of 2 conical extractors were unusable, one is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by male nurse of the hospital, that the thread of 2 conical extractors were unusable, one is broken.